Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm info. The pt was comparing the one touch ultra meter to a competitor meter and stated the readings were very far off repeatedly. Readings given for the one touch ultra meter are 530-mg/dl, 31 mg/dl and 55 mg/dl. The competitor readins were 38 mg/dl or 28 mg/dl. This is an invalid comparison, however if the readings were within 10 minutes of the one touch ultra meter then the criteria for lifescan precision would not be met. The pt stated at some point, unk when they did have symptoms of high or low blood glucose and "blacked out." Due to the fluctuation in the readings the pt went to nurse for advice. Though the pt took glucagons and ate before the appointment, there are no readings specific to prior to the visit or at the visit. No treatment given. The customer care rep performed troubleshooting and the pt did not have control solution. There is insufficient info to state that the product led to an adverse event, however this is reported as an issue with precision. The meter and test strips were replaced and return expected.